Event description:
It was reported that four to five days post implant of the leadless implantable pulse generator (ipg), the patient who was still in the hospital due to pneumonia and other comorbidities, died. There was no signs of effusion or dislocation of the leadless ipg noted on the echo and no signs of device malfunction. Additional information related to the cause of death was requested and is not available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.